Event description:
Attorney reported: 2004 - the patient underwent an incisional ventral hernia repair with implant of a composix kugel hernia mesh patch, 3.1x3.1 cm lot#43end203. In 20006 -the patient underwent incisional and drainage of an abdominal wall abscess. At the time of the surgery it was noted that there was extensive cellulitis throughout her abdominal cavity. The next day - the patient underwent a CT scan which noted wound dehiscence, free gas and possible entercutaneous fistula. The patient was sent home with open drainage and a colostomy bag. Home health was initiated for daily cleaning out of the fistula, dressing changes and antibiotic therapy. In 2007 - patient was admitted to the hospital for surgery. The following day - the patient underwent surgery for exploration of the fistula, explant of the mesh patch, resection of the small bowel and repair of an abdominal wall hernia. At the time of the surgery, the surgeon notes the composix kugel patch appeared that the edge of the gore-tex side of patch had pulled up exposing the marlex. This was densely adherent to the small bowel and had created fistula. The composix kugel patch was loose and so poorly adherent to the fascia and it was just lifted out. The surgeon further notes that there were densely adherent adhesions to the mesh and small bowel with obvious staining of the mesh with small bowel contents and that the fistula tract extend from the skin all the way down to the opening on the small intestine. The surgeon notes that the marlex portion of the mesh was exposed to the bowel and appeared to be the cause of the problems.

Manufacturer narrative:
Note: the product reported in this complaint is conflicted in many places. The complaint states it is a composix kugel of product number 0010103, however, this product number is a kugel mesh. The lot number provided in the complaint, 43end203 does not match either a composix kugel or a kugel mesh product. Lot number 43end203 was assigned to product number a spermatex pre-shaped mesh. The dimension provided, 3.1 x 3.1 cm does not fit any of these three products. Currently, we have identified the mesh associated with this complaint with unknown lot number, which is the best fit with the information available at this time. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.